Event description:
The user facility claims that the kerrison instrument is getting jammed and bone is getting caught in the channel of the instrument. The user facility reported the instrument has an extra coating and should not be sticking. No pt injury was reported.